Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the femoral-popliteal bypass graft. The device was primed and used to deliver lytic in power pulse mode. Aspiration was initiated. However, after 2-3 pumps in thrombectomy mode, a "check saline supply" error message displayed. They checked the saline supply and it was open and air free. The reset button was hit to have it go into thrombectomy mode, but the same alarm came up. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.